Event description:
Customer stated that pt had a reaction to the suture weeks after the procedure. Suture was spitting along the line of the incision and there were areas of breakdown of the skin. The sutures were removed and the pt is doing fine.